Event description:
It was reported that post paced t-wave oversensing was observed on a device. No recommendations were offered due to unavailability of rhythm strips. Patient will continued to be followed up. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.